Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for scheduled lead revision. The lead was capped and replaced due to high pacing lead impedance. The patient was stable following the procedure and will continue to be monitored.